Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, deflation, sloshing. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 59-year-old asian female patient underwent a primary breast augmentation surgery with implantation of an undisclosed saline breast implant prosthesis. Post-operatively, the patient consulted with a medical professional and was diagnosed with a deflated left breast implant. The implant was observed to be half the volume of the right implant and was sloshing. Additionally, she has left-sided baker grade ii capsular contracture. As a result, the patient is scheduled for removal on (B)(6) 2022. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On october 26, 2022, mentor became aware that the implant was a textured saline breast implant. On october 27, 2022, mentor completed an evaluation on the returned device. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the saline siltex implant had an area of siltex cracking on the posterior view. Leak testing was performed, according with mentor procedure, and it revealed a tear within the siltex cracking, measuring approximately 0.4 cm. Additionally, no other leak sites were detected. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. On october 30, 2022, mentor became aware that the patient underwent bilateral replacement with 425ccc mentor memorygel breast implants. Manufacturer¿s reference number: (B)(4).